Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced initializing screen without manual restart. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would boot. Receiver functional tester: passed all relevant testing. The receiver download was retrieved and confirmed the complaint. The reported event of initializing screen without manual restart was confirmed during log review. A probable cause could not be determined.